Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the hospital with infection and wound dehiscence at the device site. The gallant, right atrial lead (ra) , right ventricular (rv) lead and left ventricular (lv) lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: d9 section: previous report should mention (B)(6) 2024 as a returned date to manufacturer instead of (B)(6) 2024.